Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited low out of range shock impedances. The cause of the low out of range shock impedances has not been identified. Boston scientific technical services (ts) reviewed stored events from the latitude remote monitoring system. It was noted there was muscle noise on the right atrial (ra) lead and right ventricular (rv) lead, however, the noise was not oversensed. Boston scientific technical services (ts) recommended continuing to monitor the patient/system. This ICD, ra lead, and rv lead remains in service. No adverse patient effects were reported.